Event description:
Pt underwent cardiac catheterization/pci on (B)(6) 2013 and a rotoblator wire was used for placement of stents in the lad and d1. During the procedure, a small distal tip of the rotoblater wire was identified to have broken and embolized into the secondary diagonal coronary branch.